Event description:
The report received from the study indicated that approximately five and one-half months (5 1/2) after the index procedure, the patient was found to have restenosis of the previously implanted cypher select 2.5 x 33 mm stent during a follow up visit. The stent was implanted in the mid left anterior descending (lad) target lesion. The event was reported to have a possible relationship to the study device/procedure. The event outcome was unknown at the time. No additional information is available at this time.

Manufacturer narrative:
The indication for the index procedure was silent ischemia. Lesion #1-1: the target lesion was the mid left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, eccentric, with a length of 20-30 mm, vessel diameter of 2.5 mm, moderately calcified, an angulation of greater than forty-five degrees (>45?) And less than ninety degrees (<90?). A cypher select 2.5 x 33 mm stent was implanted at 10 atm. Lesion #1-2: the target lesion was the obtuse marginal (om). The lesion was reported to be: de novo, 20-30 mm in length, vessel diameter of 2.5 mm, and an angulation of greater than ninety degrees (>90?). A cypher select 2.5 x 28 mm stent was implanted at 12 atm. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report was received from the study indicating a cypher select stent was associated with restenosis. The event involved a male with a history of diabetes and hyperlipidemia. This patient's history places him at increased risk of mace. The indication for admission to hospital was silent ischemia. A coronary arteriogram revealed a 20-30 mm lesion in the mid left anterior descending (lad) artery described as de novo, eccentric, moderately calcified and moderately angulated. The reference vessel diameter was 2.5 mm. According to the IFU, cypher select is indicated for use in discrete lesions. This lesion was implanted with a 2.50 x 33 mm cypher select stent at 10 atm. Additionally, a 20-30mm lesion was found in the obtuse marginal branch and described as de novo and angulated greater than 90 degrees. The reference vessel diameter was 2.5 mm. This lesion was implanted with a 2.50 x 28 mm cypher select stent at 12 atm. Post-procedural medications included asa and plavix. The use of gpiib/iiia inhibitors and measurement of act values was not indicated. No other vessel, lesion or procedural characteristics were provided. It was reported the patient was re-hospitalized five and a half months following the index procedure. A repeat coronary angiogram revealed restenosis of the cypher stent implanted in the mid lad. Treatment of lesions was not specified. The cypher stents remain implanted in the patient and thus not available for evaluation. The lot number of the involved product is not known and so a device history records review was not conducted. Restenosis is a known potential adverse event following stent implantation. Based on the information provided, it is know possible to conclusively determine the cause of the event, however, there are patient and lesion factors that may have contributed to it. There is no indication the event was design or manufacturing related. Please note that this is the initial/final report for this product.